Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an implant of a leadless implantable pulse generator (ipg) and an atrio-ventricular ablation done in the same procedure. During implant of the ipg, there was some difficulty finding a spot with good thresholds. An acceptable spot was found and right before the ablation, thresholds were checked and had risen slightly but were still within an acceptable range. Post ablation, the thresholds had risen significantly. A temporary pacemaker was implanted overnight and the next morning the thresholds had decreased slightly. The thresholds will be monitored and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient family member, that another leadless ipg was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that following day, the thresholds had gone down; however, the outputs were programmed a bit higher until the threshold gets lower in the future.